Event description:
The customer reported that the ventilator was alarming "no gas available" message. The ventilator was in use on a patient at the time of the event occurred. There was no patient harm or injury reported as a result of the event.